Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. When visually inspecting the batteries and power battery manager (pbm), it was observed that one of the batteries statuses leds were completely blank. The battery failure alarm was due to a defective battery 2 (decline of individual cell voltage). The root cause of the battery cell failure was undetermined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a battery failure alarm on the automated impella controller (aic). The initial aic was replaced with a new device and the case continued. No patient harm was reported.